Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 7.5, lab: 8.5. Inratio: 6.5, lab: 8.5. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 7.5, 6.5. Patient was bleeding and bruising. Coumadin dose was also adjusted. Appointments to doctor's office was changed from every thursdays to every two days.

Manufacturer narrative:
Investigation pending.